Event description:
It has been reported to philips that the system would not expose or store images. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary planned treatment was performed when the issue happened. The procedure was aborted. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the image storage was not possible because of an image disk problem. Following a study of the log file, rse discovered a problem with the x-ray pc and its disk. Fse visited onsite and found the cause of problem was malfunction of x-ray pc. The cause of the x-ray pc malfunction determined by the supplier's part analysis as it confirmed the failed component was the hdd bay, and the cause was a defective slot 2. Fse replaced the x-ray pc in m cabinet and restored settings. After replacement of the x-ray-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.